Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume and the minute ventilation were both reading as zero. The customer was provided with a quote for onsite service. Further work, troubleshooting, and resolution are pending the customers' acceptance or rejection of the provided quote. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
The customer had the quote canceled so that a new quote could be generated for onsite service, which they had intended to request initially. The customer was provided with two quotes for onsite service and labor, but both quotes were canceled after the customer stated that they would like the case for the device issue closed. Multiple good faith efforts (gfe) were attempted to obtain clarification on the quote cancellation, confirmation of a part order, in house part replacement, and in house resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.